Event description:
It was reported that at a follow up check, the right ventricular lead had high threshold and low sensing. The lead was dislodged. The lead was revised and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).